Event description:
Day 1 post op device interrogation, no atrial lead sensing or capture. Cxr examined, which demonstrated atrial lead dislodgement. Physician informed who is planning for lead revision.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The data provided were not evaluable and could thus not be used for a root cause analysis. Should additional information or the device itself become available for analysis, the investigation will be updated.